Manufacturer narrative:
Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the complaint; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that tecnis eyhance toric intraocular lens was damaged in the box received by the customer. It was stated that the lens was not shipped in time and and shipped out after the case occurred. It was stated that the product was received with the seal broken. No further information is available.

Manufacturer narrative:
Section d9: device available for evaluation: no. Section d9: returned to manufacturer on: not applicable. Section h3: device evaluated by manufacturer: device is not returned. Hence device was not evaluated. However, photo provided was evaluated. Device evaluation: product evaluation was not performed because the product has not been received. The provided photo was evaluated. The photo shows the alleged suspect carton with a damaged carton and tamper evidence seal. No further issues were identified, and no further evaluation was performed. Conclusion: the complaint issues shipping damage and lens damage were not identified during photo evaluation. The other observed issues during the photo evaluation could not be confirmed to be related to the manufacturing or design process. Per procedure, folding cartons are individually inspected in manufacturing prior to movement to the distribution center and are individually inspected in the distribution center prior to placement in the shipping box. Based on the limited information provided, it is not possible to determine an indication of product malfunction or product deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.